Event description:
The customer reported the system's table failed to move transversely. No report of patient or staff injury.

Manufacturer narrative:
The customer cancelled the service call following a reboot of the system. The system was operating properly and as intended.